Event description:
It was reported that the patient presented into clinic for follow up when intermittent post-paced t wave oversensing was observed. The patient was asymptomatic. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.